Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to magnetic resonance imaging department for a scheduled scan. A device interrogation indicated low pacing impedance and high capture thresholds on the right ventricular (rv) lead. Additionally there were greater than 1400 short v to v intervals recorded since the last device interrogation. The patient was referred for a chest x-ray and a subsequent consultation with their electrophysiologist. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.